Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified the roles assigned to the account and confirmed that the rx tech role had permissions to access medications under four security groups: controlled 2, controlled 2 inj, controlled 3-5, and controlled 3-5 inj. The medication loaded in pocket b3 was identified as a non-controlled medication, which the rx tech role did not have access to, resulting in the observed error. To resolve the issue, access to the non-controlled security group was required to be assigned to the rx tech role. This change could be performed by properly permissioned users on the customer's end by logging into the es server webpage and navigating to edit user roles under user roles of the user settings. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user did not have permission to access one or more units in a specific cubie. The user reported issues with three different cubies. When they attempted to access them, an error message displayed as "you do not have permission to access one or more unit". The issue occurred in drawer 2.2, pocket b1, b3, and b4. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.